Event description:
Rectal erosion of a proact implant. Patient reported to the emergency room with a proact balloon in his rectum. Emergency room staff referred the patient to the coloractal surgical team who explanted the device.

Manufacturer narrative:
In an effort to obtain additional information about the adverse event, uromedica made several attempts to contact the most experienced proact implanter at (B)(6) hospital, but received no response. The initial reporter, who was not the implanting physician for the affected patient, asked to remain anonymous. Additionally, they did not respond to uromedica's requests for additional information. Uromedica complaint (B)(4).

Manufacturer narrative:
The following information supplements the original submission: although uromedica has not, and does not expect to, learn more about the details and cause of the adverse event, a uromedica representative was made aware of information related to the affected patient. According to the most experience proact implanter at (B)(6) hospital, the affected patient is doing okay and a recent colonoscopy confirmed no further complications. (B)(4).